Manufacturer narrative:
Terumo bct's sales representative followed-up with customer and explained the possible failure modes and the necessary actions to be performed by the customer if air is in the bag, and risks to the donor.

Event description:
No patient (donor) was connected at the time of the event. No patient (donor) information is reasonably known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during the setup for a donation procedure the operator observed the diversion bag was full of air. No alarm was given by the machine. The operator was able to purge the air from the bag and continue the procedure. Patient information and outcome is not available at this time. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: run data file analysis confirmed that the tubing set passed the disposable test without any alerts generated. However, based on the customer's report, air was observed in the sample bag. Signals from the run data file did not show a definitive root cause for the reported air in the sample bag. The system was able to reach all required test pressures. The tubing set was not returned for investigation, as the air from the sample bag was reported to be removed and the procedure was successfully completed. Correction: a voluntary medical device product recall was released by terumo bct on september 15, 2014 to communicate more information about the "air in the sample bag safety alert".corrective and preventive action: an internal CAPA has been initiated to address air in the sample bag.